Manufacturer narrative:
This MDR is being submitted by the manufacturer as part of voluntary remedial action.

Event description:
Customer reports they opened the catheter to use it on a pt and while prepping the device to be used, they noticed the "hub was cracked" & leaking. Catheter was discarded & 2nd one was opened and used w/o incident. Catheter in question was not used on a pt. Acct reports catheter hub is cracked & leaking. Device not used. No patient impact reported.